Event description:
It was reported when using the bd vacutainer® push button blood collection set with pre-attached holder the needles are not collecting blood when needle is in the vein. Patient has to be re-stuck. The following information was provided by the initial reporter. The customer stated: "it was reported by the customer that needles are not collecting blood when needle is in the vein. Patients have to be re-stuck."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Medical device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported when using thebd vacutainer® push button blood collection set, the needles are not collecting blood when needle is in the vein. Patient has to be re-stuck. The following information was provided by the initial reporter. The customer stated: "it was reported by the customer that needles are not collecting blood when needle is in the vein. Patients have to be re-stuck."

Manufacturer narrative:
Additional information was received, the following fields have been updated. Site legal name (FDA): becton, dickinson & co., (bd). B.5. Describe event or problem:it was reported when using thebd vacutainer® push button blood collection set, the needles are not collecting blood when needle is in the vein. Patient has to be re-stuck. The following information was provided by the initial reporter. The customer stated: "it was reported by the customer that needles are not collecting blood when needle is in the vein. Patients have to be re-stuck." D1: brand name: bd vacutainer® sst¿ ii advance plus blood collection tubes. There were multiple device types reported to be involved. The information for the additional device types are as follows. D.1. Medical device type: jka / fpa. D.2. Common device name: blood specimen collection device; intravascular administration set d.3 medical device manufacturer: becton, dickinson & co., (bd). D.4. Medical device catalog #: 367342. D.4. Medical device expiration date: 2024-06-30. D.4. Medical device lot#: 9336043. D.4. Unique identifier (UDI) #: (B)(4). G.1. Manufacturing location: becton, dickinson & co., (bd). G.5. PMA / 510(k) #: k030573. G.7. Type of report (manufacturers): follow-up 1. H.4. Mfg creation date: 2022-06-24. H.6. Investigation summary: no customer samples or photos were received for review and analysis. As no customer samples or photos were received the scope of this investigation is limited. However, 30 retain samples from the bd inventory were subjected to functional testing and the issue of insufficient blood flow was not observed. Therefore, this complaint cannot be confirmed based on retain sample testing results. Bd is unable to confirm the customer reported failure mode of insufficient blood flow based on the retain sample testing analysis. Bd was unable to determine a root cause of the customer's alleged issue. The device history record was reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.